Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed - unexpected restart. The customer¿s blood glucose level was 8.4 mmol/ l at the time of the incident. The customer reported that she was receiving the unexpected restart during normal use. The customer was advised that the insulin pump needed to be. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis